Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and intermittent capture were noted on the right atrial (ra) lead during post operative device check. The lead was programmed off. No patient complications have been reported as a result of this event.